Manufacturer narrative:
Please be advised that this medwatch is being reported late as the international affiliate reported the complaint late to the (B)(4). The affiliate has been informed of the importance of reporting complaints in a timely manner. It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Event description:
The affiliate reported: external leaking in external ventricular drainage.after the procedure, the product presented a problem. The doctor needed to replace this product (evd) urgently, because the product presented a leaking by the external system of this product in a postoperative patient, who needed a collection of cerebrospinal liquor at the hospital.